Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated she has a uti and also fell in the healthcare provider (hcp) office yesterday. Patient stated she was so sick she should be in the hospital. Patient stated she is calling because she was incontinent and needs to synch her programmer and cannot since last night. After her fall she was in pain. Patient stated she has frequency and incontinence. Patient checked last night and couldn't connect with remote. The patient stated this is the first time she has had symptoms for the uti. There were no further symptoms or complications reported or anticipated.